Manufacturer narrative:
(B)(4). Not yet received by manufacturer.

Manufacturer narrative:
Correction: the correct serial number is (B)(4); not 1020051205725 as previously reported. This report is filed june 24, 2015.

Event description:
Per the clinic, the patient experienced a magnet dislodgement subsequent to sustaining a head trauma. A revision surgery was performed to reposition the magnet on (B)(6) 2014, however, the surgeon decided to explant the device during the same surgery. It is unknown there are plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2014.